Event description:
It was reported that the helix would not extend during repositioning. Lead was initially positioned in the rv apex. Initial testing showed r waves of 9.2mv, threshold 1.1v @ 0.5ms, impedance 624ohms. Threshold then went up to 1.6v and r waves diminished to 2.0mv. Attempted to reposition the helix, but it would not redeploy. 18 turns were used in attempt to deploy the helix. Additional clockwise turns were used without success. The lead was removed and attempts to extend and retract outside of the body were unsuccessful. There was no movement of the helix and it did not appear to have any tissue at the lead tip. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead noted that the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. There is blood/body fluid in the distal conductor (not obstructed), blood in/on the helix/lobe mechanism and the sleeve head. There is deformation/fracture in 5cm proximal section of the inner coil. Extension problems. Damaged at implant.